Manufacturer narrative:
The report of a low flow hazard alarms associated with loss of power and a clock reset was confirmed based on the manufacturer¿s review of the log file submitted at the time of the event; however, the cause for the recorded alarms was unable to be determined. Subsequent events recorded in the log file indicated that once power was restored, the pump returned to the fixed speed with no further atypical events captured. The patient remains ongoing on lvad support and further related issues have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that the system controller was not exchanged with relation to this event and the patient remains ongoing on lvad support.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient received cable disconnect events followed by a red heart alarm. The patient then exchange his batteries. The patient's log file was submitted and revealed a low flow hazard event associated with loss of power and a clock reset.

Manufacturer narrative:
Additional information submitted to the MFR indicated that the x-rays did not show any areas of significant damage. The patient continues on lvad support with no further issues reported. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.